Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, before being implanted on (B)(6) 2019, the subject pacemaker was programmed in automatic detection of implantation to set pacing polarity to bipolar. Upon interrogation on (B)(6) 2019, pacing and sensing polarities were unexpectedly found programmed in unipolar configuration. It was also reported that the pacemaker was previously interrogated and programmed on (B)(6) 2019 as it was meant to be used for another patient.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, before being implanted on (B)(6) 2019, the subject pacemaker was programmed in automatic detection of implantation to set pacing polarity to bipolar. Upon interrogation on (B)(6) 2019, pacing and sensing polarities were unexpectedly found programmed in unipolar configuration. It was also reported that the pacemaker was previously interrogated and programmed on (B)(6) 2019 as it was meant to be used for another patient.